Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure there was a pericardial effusion that required a pericardiocentesis. It is unknown when and where the pericardial effusion occurred. The patient complained of chest pain while in the recovery room and it was found that the patient's blood pressure was low. An echo was performed, which confirmed the pericardial effusion. Around 300ml of blood was and drained and the patient stabilized. The procedure was then successfully completed. There were no alleged performance issues with any abbott products.